Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was unintentionally pulled out during closure following a percutaneous transluminal angioplasty (pta) below the knee on the left side. An antegrade puncture of the left femoral artery was performed proximal to an existing femoral bypass. The procedure performed prior to use of the closure device was pta, and a 6 french sheath was used. No difficulties were encountered with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed, and closure was guided by ultrasound. The reported issue during deployment was device pull-out. Equipment used in conjunction with the angio-seal device included terumo guidewires (0.035" and 0.018") and pta catheters (0.018"). The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath and carrier tube. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the device tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube. One 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample appeared to be used and was able to be successfully deployed. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device sheath, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hbrt.